Event description:
It was reported that the pulse generator exhibited inappropriate measured telemetry data. The physician decided to explant and replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.